Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a patient ¿three delayed onset filler granulomas¿, ¿very disfiguring¿ and "developed delayed onset granulomas several months after injections" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported the event of a patient was injected with one syringe of juvéderm volbella® xc in the lips, one syringe of juvéderm vollure¿ xc in the nasolabial folds and lower face, and one syringe of juvéderm voluma® xc in the cheeks, and approximately 6 months later, the patient developed "three delayed onset filler granulomas" in the subcutaneous upper lip and below the nose. Healthcare professional confirmed this was "diagnosed clinically," and there was no biopsy administered. One (1) week after onset, the patient was prescribed ciprofloxacin, efudex, and received a kenalog injection. Healthcare professional stated the event was "not technically a serious injury but very disfiguring." The allergan packaged needle was used and this was confirmed the initial use of the syringes. The symptoms are currently ongoing. This event was also reported to the FDA in voluntary medwatch # mw5076144. This record represents the juvéderm voluma®. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00520 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.